Manufacturer narrative:
One sample model 10012866 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed water. No flow issues were observed. Additional air under water test was performed. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional info.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had backflow the following information was received by the initial reporter with the following verbatim. It was reported by customer that bd extension set 1.2-micron low protein binding filter attached to IV tubing and fully primed with inlet port up in vertical position. When attached to patient, blood backed up into tubing, and air was noted to be increasing as blood was back-filling. Filter was removed from service and new filter attached and primed, no issues with 2nd filter.